Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-04735. It was reported the patient experienced a fall which resulted in lead migration. In turn, the patient underwent surgical intervention wherein one lead was explanted and replaced to address the issue. It is unknown which lead is liable so both leads are reported. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.